Manufacturer narrative:
The device has not been received to date. The customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to obtain either a refurbished or new maj-1430 cable. The customer reported they had tried two different maj-1430 cables, but thought there had been fluid invasion and tarnished connector caps. The customer then reported that the two maj-1430 cables had broken seals and subsequently replaced them. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus an evis exera iii video system center and its light source showing a completely black image when connected to 180 series scopes. However, the 190 series scopes are not having the same issue. The phenomena occurred during preparation for use. There were no reports of patient harm associated with this event. This report is report #2 of 2 due to multiple cv-190 devices having been reported for similar issues. Reference the additional report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the black image issue could not be determined. It is possible that the image issue was caused by corrosion due to liquid invasion of the liquid due to discoloration of the connecting cap. Olympus will continue to monitor field performance for this device.